Event description:
After an implantation period of approx. 66 months, a loss of capture on the ventricular channel was observed. The patient was hospitalized. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for pacemaker and lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. Iegms and ecgs were not available for analysis, but the ram data did not show any indication of a pacemaker malfunction. However, the data documented several loss of capture detections since november 2021. On (B)(6), 2022 ventricular capture control was deactivated automatically as a result of reaching the maximum amount of loss of capture detections within 24 hours. The root cause for the loss of capture detections could not be determined conclusively. Should additional relevant information or the device itself become available, the investigation will be updated.